Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to an unspecified reason. The cuff component of the existing aus was explanted and replaced with a new 4.5 cm cuff. It is unknown if the explanted cuff is being returned. A supplemental report will be filed should additional information received or the device returned for analysis.